Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that drawers 2¿1 and 2¿2 from the main station chassis were inspected, including the rear components of the drawers. During the inspection, the engineer found that the hard stop on drawer 2¿1 had become loose. The field service engineer re-tightened all three screws and inspected the remaining components. Additionally, all cables were reset. The engineer then reinstalled the drawer into the main station chassis. The pixie bus cable was reconnected, and the station was restarted. The customer logged into the station and performed a full drawer inventory in all pockets. No problems or failures were found at that time. The system functioned as intended after the field service engineer completed the repairs.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.